Event description:
The consumer's sister states her brother was lathering up in the shower and leaned forward to get the handheld shower head, when the front leg allegedly snapped and propelled him forward. The consumer allegedly fell and grabbed the tub bar to assist him up. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this transfer bench. The age of the device is unknown. The model 9760u transfer benches us provided a users instruction sheet part no 1148079 with the latest revision being rev b - 05/08. The consumers weight is (B)(6) and meets the product weight capacity of 400 lb. The following warnings and caution are provided to mitigate falls while using the device. It is unknown if the consumer has fully read and understood these warnings and cautions. The consumer was leaning at the time of the incident. Leaning can cause instability with the device. If the following warnings and caution were not adhered to then it could cause the consumer to become unstable and fall. "Warning - do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur. The transfer bench backrest and armrest must be installed before using the transfer bench. Do not submerge seat in water otherwise damage to seat may result. Check rubber tips for rips, tears, cracks or wear. If any of these conditions exist, replace rubber tips immediately. Users with limited physical capabilities should be supervised or assisted when using the transfer bench. Use seat arm only to assist in transfers. Do not attempt to use seat arm to assist in standing in tub, otherwise tipping of the transfer bench could result. This product should only be used with tub floors wider than 18-5/8 inches. Always observe the weight limit on the labeling of this product. Check that all labels are present and legible. Replace if necessary. Most tub floors are higher than the bathroom floor. Before using, ensure that the four legs of the transfer bench inside the tub are adjusted to the same height and the two legs outside the tub are adjusted to the same height, so as to achieve a level seat. If the transfer bench has suction feet, apply all suction feet to the inside tub surface. Do not use the transfer bench if wobbly, unstable, or not level. After any adjustments, repair or service and before use, make sure all attaching hardware is securely tightened - otherwise injury or damage may result. The seat arm is not intended to support the total body weight of the user. Model 9670 only - make sure that the compression buttons on the back support tabs are completely visible through the notches on the back of the seat before use." "Caution: if the transfer bench has suction feet, pull the tabs up to release the feet from the tub. Otherwise, permanent damage may occur."